Manufacturer narrative:
G4: similar product to nat-024. Investigation summary: the customer reported that the screen of their ID now instrument sn 9bd8dc1c suddenly sparked one time. The customer confirmed that there was no injury or death reported, no visible burn marks, and no smoke occurred. Ts sent a replacement and created a return for the instrument. The release documentation for instrument pn: nat-000 and instrument serial number 9bd8dc1c was reviewed and the instrument met all release criteria. (B)(4). Based on the evidence available, the instrument is performing as expected. Upon receipt at abbott diagnostics scarborough, the instrument was inspected and found to be contaminated with amplicon and scrapped without further investigation. In conclusion, the customer¿s returned instrument did not replicate for sparks coming from the touchscreen when tested at abbott diagnostics scarborough. Because systems was unable to physically investigate due to contamination, an assignable cause could not be determined. The product will continue to be monitored and tracked.

Event description:
The customer reported that the screen of the ID now instrument sparked suddenly on 17feb2023. The customer indicated that there are no visible burn marks, and no smoke was seen as a result of the spark. The customer confirmed that this was not an occurrence of static shock. No injuries occurred and no medical intervention was required as a result. No additional information was reported.

Event description:
The customer reported that the screen of the ID now instrument sparked suddenly on (B)(6) 2023. The customer indicated that there are no visible burn marks, and no smoke was seen as a result of the spark. The customer confirmed that this was not an occurrence of static shock. No injuries occurred and no medical intervention was required as a result. No additional information was reported.

Manufacturer narrative:
G4: similar product to nat-024 h6-investigation conclusions investigation summary: the customer reported that the screen of their ID now instrument sn (B)(6) suddenly sparked one time. The customer confirmed that there was no injury or death reported, no visible burn marks, and no smoke occurred. Ts sent a replacement and created a return for the instrument. The release documentation for instrument pn: nat-000 and instrument serial number (B)(6) was reviewed and the instrument met all release criteria. The current overall incident rate for instrument is sparking on the ID now based on the total quantity distributed is (B)(4)%. Based on the evidence available, the instrument is performing as expected. Upon receipt at abbott diagnostics scarborough, the instrument was inspected and found to be contaminated with amplicon and scrapped without further investigation. In conclusion, the customer¿s returned instrument did not replicate for sparks coming from the touchscreen when tested at abbott diagnostics scarborough. Because systems was unable to physically investigate due to contamination, an assignable cause could not be determined. The product will continue to be monitored and tracked.h10: the investigation was corrected below to more clearly communicate the investigation due to the condition that the instrument was received in. The customer reported that the screen of their ID now instrument sn (B)(6) suddenly sparked one time. The customer confirmed that there was no injury or death reported, no visible burn marks, and no smoke occurred. Technical services (ts) sent a replacement and created a return for the instrument. The release documentation for instrument pn: nat-000 and instrument serial number (B)(6) was reviewed and the instrument met all release criteria. The current overall incident rate for instrument is sparking on the ID now based on the total quantity distributed is (B)(4)%. Based on the evidence available, the instrument is performing as expected. Upon receipt at abbott diagnostics scarborough, the instrument was inspected and found to be contaminated with amplicon and scrapped without further investigation per abbott internal protocol. In conclusion, as the instrument was unable to be tested when received at abbott diagnostics scarborough, the quality assurance (qa) lab could not confirm sparks coming from the touchscreen. Because the instrument was unable to be further physically investigated by the systems group due to contamination, an assignable cause could not be determined. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
Similar product to nat-024. The remainder of the investigation remains in progress. A supplemental report will be provided after investigation completion. Return requested. No information on return receipt.

Event description:
The customer reported that the screen of the ID now instrument sparked suddenly on (B)(6) 2023. The customer indicated that there are no visible burn marks, and no smoke was seen as a result of the spark. The customer confirmed that this was not an occurrence of static shock. No injuries occurred and no medical intervention was required as a result. No additional information was reported.